Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there were repeated recoverable errors on the universal surgical manipulator 2 (usm2). The customer recovered from the faults, but they would reappear. The customer stated that they already converted to another dv system as the case was unable to be completed with three arms. The procedure was converted to another system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went onsite and reproduced the issue. The isi fse troubleshot and found the distal set up joint (suj) and/or the universal surgical manipulator (usm) defective. The code was 319 but the fiber led was green from the card cage to the distal. The isi fse replaced both distal and proximal suj. The system was tested and verified as ready for use. Isi received a da vinci products involved with this complaint to perform failure analysis. The distal suj was analyzed and found to have an error 319. The error was confirmed in the field via log review, but was not replicated in house, the unit passed all test. The proximal suj was analyzed and found to have an error 319 via log review. The proximal failed the node test 1x, a golden axes controller setup (acu) was installed, and the proximal still failed node test.